Manufacturer narrative:
Date sent to the FDA: 7/21/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2014 during which the surgeon noted the mesh to be quite adherent to inferior epigastric vessels as well as the vas deferens and vasculature to the testicle, which were observed to be quite skeletonized. It was reported that the patient experienced significant adhesions, heavy scarring and intractable and severe chronic pain. No additional information was provided.